Manufacturer narrative:
The customer's qc was within the established ranges prior to and after the event. Incorrect version of parameter settings were used. The parameter settings were corrected and precision, linearity, and method comparison runs were performed. All test results were within specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously high phenytoin results generated on au2701-02 chemistry analyzer. The customer reported out the results flagged above dynamic range of phenytoin, and a nurse specialist questioned the results. While troubleshooting with bci hotline, it was discovered that the parameter settings were incorrect. The customer repeated testing with correct parameter settings. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.